Event description:
It was reported that a patient underwent a tendon repair procedure on (B)(6) 2022 and the suture was used. During surgery, when the foil is opened, the suture seems undyed and the suture is breaking. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how many devices present with the issue? What was being done when the suture broke (removal from package /during passage through tissue/ during tying / post-op)? Could you please clarify if the patient suffered from any consequence due to the issue? Please provide more details.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * could you please clarify how many devices present the issue? - 2 devices have the issue *what was being done when the suture broke (removal from package /during passage through tissue/ during tying / post-op)? - device broken during the time of tying * could you please clarify if the patient suffer from any sign or consequence due to the issue? Please provide more details. - no consequence happened. Used another batch of the same suture. Related medwatch reports: 2210968-2022-07661 and 2210968-2022-07790.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2023 h6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received it was received a detached needle with a dispensed suture along with the needle in the same packaging. The packaging (winging former) was received empty and pertain to the product code nw3336. In order to evaluate the condition of the returned sample, it was noted unusual color on the strand, is not black. Due to the condition of the sample, the functional test was not performed. In addition, the needle was examined, and the swage and attachment area was noted to be as expected. An analytical characterization experiment, performed on black ethilon sutures, demonstrated that sutures lost their color within 48 hours if are exposed to a 3% hydrogen peroxide solution. Unopened suture products exposed to hydrogen peroxide vaporization decontamination (such as in an ER) would eventually cause these black-colored sutures in current overwrap packaging to lose their black color, but it is not known how many decontamination treatments would be necessary to achieve this. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medwatch reports: 2210968-2022-07790.